Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed an outer insulation breach/cut.

Event description:
It was reported that during implant attempt there was oversensing, high impedance, and there was a small puncture in the insulation near the yoke. The lead was not implanted. No patient complications have been reported as a result of this event.